Event description:
It was reported that during a thyroid procedure, tip of the device broke and fell into the patient. The piece was retrieved. Another like device was used to completed the procedure. There was no patient consequence.